Event description:
Reporter indicated via clinical notes received to the manufacturer that the patient may be having more mild seizures with "zoning out" and "head drops." The vns generator was nearing end of service, but still operating properly. The patient was referred for generator replacement surgery. The patient had generator replacement surgery on (B)(6) 2013. The explanted generator has been returned and is pending analysis. Attempts for additional information are in progress.

Event description:
Reporter indicated the mild increase in seizures was felt to be related to disease process and vns end of service. No additional interventions were done for the increased seizures other than generator replacement. The level of the seizure increase was about the same as the patient's pre-vns baseline level. Both of the patient's seizure types were increased, but the types were not specified. No causal or contributory vns programming changes, medication changes, or other external factors preceded the onset of the seizure increase. Analysis of the returned vns generator was completed. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The generator was at end of service, with the ifi = yes flag displayed. There were no performance or any other type of adverse conditions found with the pulse generator.